Event description:
The force sensor reading fell out of calibration during eval.

Manufacturer narrative:
The pump was returned to animas for eval. During eval, the force sensor was found to be out of calibration, and a review of the pump history revealed a loss of cartridge detection. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.